Manufacturer narrative:
Correction information: section b.1 & h.1. Additional information: sections b.1, b.2 & h.1, h.6. Advanced bionics considers the investigation into this reportable event as closed. The device passed external visual inspection and photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced decreased performance due to electrode migration. A CT scan confirmed electrode migration. Programming adjustments were made, however the issue did not resolve. The recipient continues to wear the device. Revision surgery is scheduled.

Manufacturer narrative:
Additional information: sections b.3, d.6b, d.9. Corrected information: section h.6. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.